Event description:
This was a right-sided lead extraction conducted in the o.r. To remove a total of 3 leads (gdt rv ICD lead, mdt ra pacing lead, gdt lv lead - all 103mths old) due to a non-functioning lead, venous stenosis and chronic pain. The patient was prepped according to hrs standards. All three leads were prepared with llds (rv - ldd #1, lv & ra - lld-ez) and severe fibrosis was noted in the pocket. Both the lv and ra leads were successfully removed with the 14f gl. The rv lead was also removed successfully but upon the withdrawal of the gl sheath the patient's abp declined. An effusion was noted using tte and approximately 5 minutes after the initial abp drop the cvs had open access to the patient's heart via sternotomy. A svc/ra perforation was found and successfully repaired. The patient was transferred to the ICU for recovery.

Manufacturer narrative:
Device was discarded after use.